Event description:
Port catheter implanted (B)(6) 2013. Port had not been working well since implant. Dye study done (B)(6) 2013 - it showed that the catheter had broke off and was lying within the superior vena cava and partially within the right atrium. Pt transferred to higher level facility for removal. Radiologist identified a crack in the catheter. A long segment of the catheter has become dislodged and now resides partially in the right atrium and partially in the superior vena cava with greater than 10 cm of separations. Additionally, there is a crack in the proximal tunneled portion of the catheter with some extravasation.